Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas was unable to successfully submit this case, that was complete and ready for transmission, by the due date due to esg product issues at the FDA.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. It was reported that the pump emitted a cs 069 call service alarm. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because this issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 21-nov-2017 device evaluation: the device has been returned and evaluated by product analysis on 02-nov-2017 with the following findings: during investigation, the pump alarmed with a call service (cs 069) during the rewind step. The call service 69 failure was written to the black box as a call service 87 failure. A language corruption occurred at a component on the printed circuit board resulting in a call service alarm. Unrelated to the original complaint, investigation revealed cracks in the battery compartment and the display lens was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.